Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's therapy was not working to control their symptoms. Patient reported they were happy with their therapy, then all of a sudden it stopped working for them. Patient had changed to program 2, which seemed to work for them, but then they had so many accidents that they ended up switching back to program they were on prior, program 1 and they increased to 2.8v. Patient then said they went to the grocery store and when they got home they were a mess and had forgotten to put a pad on. Patient described therapy had been working previously and there was awhile where their accidents seemed to stop. Patient stated that if they went for a walk, they only got half way through it and then felt that it was coming out and when they went to the bathroom they only had a couple little episodes, like little tiny ones sometimes. Patient was able to sync with their programmer and it showed stimulation was on, patient changed stimulation to program 2 and increased to where they felt stimulation comfortably in the bicycle seat area. Patient stated that when they were on program 1 it was working for them, but eventually they had not felt the stimulation and it had dissipated. It was noted that the patient had an appointment scheduled with their doctor on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that device was turned off so they had return of symptoms. Issue had been resolved now. Patient's weight is still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that 1-2 weeks ago, the patient started to have sudden symptom return; they were leaking and when they go for a walk, they could feel it coming out. The patient had it on program 1 at 2.8 currently and it had been on this since implant; they did try to increase it, but that didn¿t seem to make a difference, and if stimulation was at 3.1, the patient could really feel stimulation in their groin. At the time of the report, the patient connected to the ins and the therapy was off; the patient was not sure how long the therapy had been off, but thought it may have just been today. The patient turned stimulation on and changed to program 2 at 2.0 and felt stimulation in the correct area. The patient was going to stay here and see if it would help their symptom return and they had an appointment scheduled with their healthcare professional (hcp) on (B)(6). No further complications were reported/anticipated.